Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's atrial and ventricular leads exhibiting increased and high impedance. The p and r wave measurements were sporadic. Both the atrial and ventricular leads were capped and replaced during a device change out procedure. No patient complications have been reported as a result of this event.